Event description:
It was reported that a ventricular high rate episode was seen that appeared to be oversensing of possible external noise. The source of the oversensing and noise is unknown. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, implanted: (B)(6) 2006. (B)(4).